Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 79-year-old caucasian female patient underwent a breast surgery and was implanted with 500cc mentor memorygel breast implants. Post-operatively, the patient experienced hardening and breast pain on the right side. The patient consulted with a medical professional and was diagnosed with a ruptured right breast implant. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On august 23, the suspect device was returned to mentor. On september 3, mentor completed an evaluation of the returned device. According to the information received, the patient experienced a rupture in the breast implant, became harder and more uncomfortable. Mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, according with mentor procedure, and it revealed two (2) tears, the tear (a) on the posterior view, measuring approximately 0.6 cm and the tear (b) on the anterior view within the crease/fold, measuring approximately 0.2 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear (a) on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. The evaluation determined that the cause of the tear (b) is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 12, 2022, mentor became aware that the suspect device was replaced with a 500cc mentor memorygel breast implant on (B)(6) 2022. Manufacturer's reference number: (B)(4).